Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level subsequently decreased to range from 76-111 mg/dl. Customer consumed carbohydrates to address bg. The customer was unable to perform a pump upload in order to verify the allegation via a pump data log review. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.